Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained for a single linearity sample using a vitros 350 chemistry system. Based on historical quality control data, there was no indication that a vitros na+ reagent issue contributed to the higher than expected results. Vitros na+ precision testing was not performed to verify instrument performance at the time of the events, therefore unexpected instrument performance cannot be entirely ruled out as a contributing factor. The most likely assignable cause of the event is a slide cartridge handling issue, related to the time the affected vitros na+ cartridges were allowed to warm to room temperature. Ortho has determined that vitros na+ slides require a minimum of 8 hours of warm up at room temperature to help ensure the slides have acceptable performance throughout the 10 day on-analyzer storage limit. The vitros na+ instructions for use currently state that that a slide cartridge must reach room temperature, before it is unwrapped and loaded into the slide supply (90 minutes from the refrigerator, 120 minutes from the freezer). A customer communication was sent to all vitros na+ users to inform them of the new recommendation for pre-analytical handling of the vitros na+ slide cartridges. Once the customer allowed their vitros na+ slide cartridges to warm to room temperature for a minimum of 8 hours, acceptable performance was observed. (B)(4).

Event description:
A customer obtained higher than expected vitros na+ results for a single linearity sample using a vitros 350 chemistry system. The results are as follows: sample c: 142.0, 142.0 and 143.0 mmol/l versus expected result of 128.84 mmol/l, sample c: 157.0, 158.0 and 161.0 mmol/l versus expected result of 128.49 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from non-patient samples and so were not reported from the laboratory to a clinician. The investigation cannot conclude however that patient results were not, or would not be affected, if the event were to recur. There is no allegation of patient harm as a result of the events. This report is the second of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).